Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy procedure, the customer reported errors on multiple endoscopes and contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The customer stated that three different endoscopes had been tried, each showing issues including high tip temperature, recognition errors, and an ¿autocalibration in progress¿ message. Cleaning the connectors did not resolve the problem. The tse reviewed the system logs and confirmed a related error. The procedure was subsequently converted to open surgery. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use.